Event description:
Primevigilance notified teoxane of an adverse event on 10-jul-2023. A patient was injected on (B)(6) 2023 with different teoxane products as follows: rha 3 in vermillon border (current complaint) rha 2 in the body of the lips (rc/2307041. Rha redensity in the body of the lips (rc/2307042) the injections were done with a needle. 5 days after the injection, on (B)(6) 2023, the patient showed philtrum bruising and discoloration, accompanied by white heads on the left side of the upper lip. The symptoms were diagnosed as a vascular occlusion in the vermillon border-philtrum junction. The patient was treated on (B)(6) 2023 with 3 vials of hyaluronidase (hylenex). The patient was also prescribed antibiotics and steroids. According to the dates reported (treatment with hyaluronidase before onset of event) clarifications have been requested but no further information could be obtained. At the time we received the initial information, the symptoms were resolving. Despite reminders, no additional information could be obtained such as the complete resolution of the symptoms. Thus, the complaint was closed as is.

Manufacturer narrative:
According to the information received, the symptoms have been diagnosed as a vascular occlusion. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Manufacturer narrative:
The symptoms are monitored and additional information will be added to final report.

Event description:
Primevigilance notified teoxane of an adverse event on 10-jul-2023. A patient was injected on (B)(6) 2023. With different rha products as follows: rha 3 in vermillon border (current complaint) rha 2 in the body of the lips ( (B)(4) ). Rha redensity in the body of the lips ( (B)(4) ). The injections were done with a needle. 5 days after the injection, on (B)(6) 2023., the patient showed philtrum bruising and discoloration, accompanied by white heads on the left side of the upper lip. The symptoms were diagnosed as a vascular occlusion in the vermillon border-philtrum junction. The patient was treated on (B)(6) 2023. With 3 vials of hyaluronidase (hylenex). The patient was also prescribed antibiotics and steroids. According to the dates reported (treatment with hyaluronidase before onset of event) clarifications have been requested. At the time we received the initial information, the symptoms were resolving. At the time of this report, no additional information was available. The symptoms remain monitored.